Event description:
The device emitted metal shavings during the procedure. Metal shavings were left in the surgical field. No pt injury was reported.

Manufacturer narrative:
The visual examination of the returned device revealed scratches along the inner shaft and a significant dent on the cutting edges of the inner shaft. The observed dent indicates that the device came in contact with a hard surface or object during clinical use, thus causing discharge of metal fragments. Ascent healthcare solutions' IFU states: "do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible pt injury." The device history record for the returned device indicates that the shaver passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.